Event description:
It was reported that the lead became dislodged due to the patient not following instructions on heavy work restrictions post-implant. The lead was explanted when repositioning was not successful. The patient was in good condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.